Event description:
The customer states that when testing a patient sample using a cell-dyn 1800 analyzer, abnormally high hemoglobin and hematocrit results were generated, (hgb=23.4 g/dl and hct=62.2%). Repeat testing of the same sample yielded hgb=11.1 g/dl and hct=32.8%. A new sample from this patient generated hgb=11.0 g/dl and hct=32.1%. The abnormally high results were reported to the patient but not to the doctor. No adverse event has been reported due to this issue.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4) investigation summary: the customer technical advocate (cta) requested a copy of the quality control (qc). The technical support specialist reviewed the results on the analyzer precision and when compared to the specifications stated in the cell-dyn 1800 instrument, and noticed that the results complied. The physician requested for an on-site visit because she found that the operators do not know some of the reference issues when handling the analyzer and when using and interpreting the quality controls. The technical support specialist (tss) visited the site on (B)(6) 2009 to check the instrument's performance, checked the syringes and needle part and advised the customer to order a new sample syringe and diluent syringe for replacement. The tss went over daily, weekly, and monthly maintenance. The tss went over managing the quality control files and performed calibration of the cell-dyn 1800 instrument. The tss verified that the instrument was working within specifications and confirmed that quality controls were coming out within specified limits. The tss confirmed with the hospital staff that the error in the patient report was due to operator error. The patient was difficult to draw. The patient blood drawing was done in a microtainer. The customer confirmed the second day after noticing the event that it reproduced the actual values compared with the second sample drawn from the patient. The patient result was reported outside the laboratory without prior confirmation with the operator that processed the sample since there were no error messages not to do so. The operator that processed the sample did not validate the report and requested a second sample; however, forgot to mention status upon shift change. During the next shift the results were validated by another operator and reported out to the patient. The issue is addressed in the product labeling. A non-statistical trend (nst) review was performed and no nst was identified. Based on the investigation, no product issue was identified for the cell-dyn 1800 related to the reported issue. This is the final report.